Event description:
It was reported that the balloon was difficult to remove. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, right after the non boston scientific sheath was implanted and the non boston scientific guidewire had crossed the lesion, resistance was felt when the balloon was inserted into the sheath. The procedure was continued up to the lesion and inflated the balloon until 6atm. However, when attempted to remove the device, a stronger resistance was felt, and reinsertion was not possible. Consequently, only the applicable product was removed from the sheath. The procedure was completed with another of same device. No complications were reported and no health damage to the patient post procedure.